Event description:
Tip of the screwdriver broke off.

Manufacturer narrative:
Investigation summary: one (1) expedium quick-connect dual innie polyaxial screwdriver [product code: 2797-22-400, lot no: mi25990] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device as it remains implanted. The fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) for the expedium quick-connect dual innie polyaxial screwdriver was conducted identifying that a lot quantity of (B)(6) units was released to stock on (B)(6) 2012 with no discrepancies. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. A 12-month review of the complaint trend analysis for the expedium quick-connect dual innie polyaxial screwdriver was conducted on the specific product code from this complaint file as the product family does not exist for this instrument. The complaint trending search indicated a total of 9 reported complaints for issues associated with broken driver tips. In this complaint file there was harm reported to the patient in a form of instrument grade material implanted in the patient. It should be noted that instrument grade material remnants implanted in the patient may likely change the course of post-operative care and could further necessitate the need for medical intervention in the future. As such, potential harm may exist if the fault were to recur as documented in the MDR decision tree. The root cause of the driver tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the center of the shaft, the potential fracture termination site. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.